Manufacturer narrative:
The c503 analyzer serial number was (B)(6).

Event description:
The initial reporter complained of discrepant results for 1 patient sample tested for bil-d gen.2 (bild2) on a cobas c 503 analytical unit. The initial result was 0.529 mg/dl. The repeat result was 0.187 mg/dl.

Manufacturer narrative:
Discrepant bild2 results were provided for an additional patient sample (patient 2). On (B)(6) 2026, the initial result was 0.829 mg/dl. The sample was repeated multiple times with results of 0.260 mg/dl, 0.252 mg/dl, 0.246 mg/dl, 0.251 mg/dl, and 0.252 mg/dl. Section d, device identification, was updated. Relevant fields of sections d and g were updated. The bild2 reagent lot number was 907677 with an expiration date of 30-nov-2026. The customer site was visited. Sample material was evaluated, and microclots were detected. An image of the sample tube was reviewed, confirming poor sample quality consistent with improper handling: the gel barrier was contaminated with erythrocytes, and the slanted angle of the clot suggested the tube was not stored upright while clotting. An abnormal reaction curve was also observed. The specific cause of the event could not be determined; however, the investigation determined the event was consistent with sample handling issues at the customer site. The investigation did not identify a product problem.